Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When eval is complete a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed an out of calibration force sensor, dislodged display screen, and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing; during testing the load cartridge step did not recognize the cartridge and pushed fluid out emitting a "no cartridge detected" warning. Unrelated to the complaint, the bolus button cover was found to be punctured.

Event description:
Pt reports pump dispensed insulin during load cartridge phase.